Manufacturer narrative:
Additional information: annex d code. Correction: section d6a: implant date. Annex g code. Annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug-eluting stent occlusion occurred in the proximal segment of the vessel. The proximal segment of the vessel was stenotic, and the plaque was unstable. Coronary angiography revealed 95% stenosis in the circumflex branch. After conventional balloon dilatation, the degree of stenosis was reduced and blood flow was unobstructed. The stent was then implanted at the site of stenosis. Angiography was then performed which showed complete occlusion at the proximal segment after distal stent implantation. Another stent was implanted at the proximal segment following which blood flow was restored and the occlusion disappeared. No further patient complications have been reported as a result of this event.